Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that following vad implantation, the patient developed inadequate flows. The site performed an exploratory surgery and discovered a kinked outflow graft and repaired it. It was last reported that the patient recovered and was discharged to a rehabilitation facility. Review of the manufacturing documentation for the pump and outflow graft confirmed that the associated devices met all requirements for release. The hvad pump ((B)(4)) and outflow graft (1001860408) were returned and a pathology report performed noted that the materials found in the outflow graft, outflow and upper and lower housings of the device are grossly and histologically consistent with post-portem blood clotting, therefore no issues were evident upon visual inspection. Additionally, the reported event could not be confirmed via log file analysis as they were not available for analysis. The most probable root cause of the reported "inadequate flow rate" event may be attributed to a kinked outflow graft; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. It can be concluded that the known and foreseeable risks associated with an outflow graft kink causing thromboembolism are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) re-operation. Outflow graft - 1001860408/ 1125 - expiration date: 10/31/2015 - device manufacture date: 10/26/2014.

Event description:
It was reported that immediately following implant, a patient developed inadequate flows and required surgical intervention. The patient was returned to the operating room where a kink in the outflow graft was discovered. The kink was corrected and flows returned to expected values. The patient recovered and was discharged to a rehabilitation facility on (B)(6) 2014. The outflow graft was returned for evaluation to the manufacturer.